Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as photo and video were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent graft placement procedure through percutaneous transhepatic puncture, the stent allegedly failed to deploy. It was further reported that the delivery system allegedly felt resistance upon passing over the guidewire. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure through percutaneous transhepatic puncture, the stent allegedly failed to deploy. It was further reported that the delivery system allegedly felt resistance upon passing over the guidewire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was a fluency 9f 8x80. The completely deployed stent graft was also sent back. The device was successfully flushed through the rear luer port but resistance was felt when flushing through the two way stopcock. The guidewire passed through the delivery system without resistance. The submitted picture shows a contaminated and partially deployed fluency device. The video shows the operator attempting to fully deploy the partially deployed stent graft outside the patient while stepping on the catheter, leading to a large amount of resistance. Difficult advancing could not be confirmed, but the investigation leads to confirmed result for partial deployment. Based on the provided information the investigation is confirmed for partial deployment. A definite root cause for the reported event could not be determined based upon the available information. The target vessel in this case was in the liver which represents an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. Regarding indications for use it states: 'for use in the iliac and femoral arteries'. H10: d4 (expiration date: 09/2024), g3. H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.